Manufacturer narrative:
Review of the device history record for the lot in question confirmed all parts met manufacturing requirements prior to release. There is no suspected device failure. The reported patient complication is an inherent risk to this type of procedure. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. This report is being submitted as the baylis medical device was among the many devices used during the procedure.

Event description:
A report was received indicating that tamponade occurred during a procedure in which the baylis medical protrack pigtail wire was used. The device was reported not to have curled as expected during use. Open heart surgery was required. The patient was reported to have been discharged home. There is no evidence to suggest that the baylis device used in the procedure caused or contributed to the incident. However, this report is being submitted by baylis medical company as the protrack pigtail wire was among the devices used during the procedure when the procedural complication occurred.